Manufacturer narrative:
A device history review was conducted for lot number 7321497. Our records show the reported lot was manufactured from 10/23/2017 - 10/28/2017, and determined that this is the only instance of a leaking catheter junction occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Based on the sample submitted by your facility, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier. Bd will continue to track and trend for this issue.

Event description:
It was reported that a bd pegasus safety closed IV catheter system had leakage at the bottom of the adapter . There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system had leakage at the bottom of the adapter . There was no report of exposure, serious injury, or medical intervention.